Manufacturer narrative:
Date of event: date is estimated. The device was received. Investigation is not yet complete. A follow report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a moderately calcified, mildly tortuous left leg superficial femoral artery. The 6x250mm armada 35 balloon ruptured at an unknown pressure. The device was replaced with a new unspecified abbott balloon to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual analysis was performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints. The investigation determined that the reported difficulties were likely due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.